Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind, no excessive no delivery/occlusion alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons are less responsive. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had no delivery alarm and had to redo sets and also made grinding noise during priming and the screen get blank and fogged up. The insulin pump will not be returned for analysis.